Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was septic and vegetation was noted on the implantable cardioverter defibrillator (ICD) system leads. The ICD system has been extracted. Cultures of the device pocket and leads were conducted and antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.